Manufacturer narrative:
No adverse patient effects were reported. This lead was returned to boston scientific. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was explanted due to infection.